Event description:
It was reported that the patient has fell several times and could have caused issues with the catheter like coming loose. The patient thought it may have come off. It was stated that the patient felt a line along the incision line and ¿it used to be right there in the middle; the pump went down.¿ the patient felt it may have jarred the pump. It was also reported the patient got a code 0617. A detachable antenna was going to be sent out to help with the telemetry interruption. The patient was in a lot of pain and was taking oral medication. It was noted that the patient fell ¿pretty good and hard¿ in (B)(6) 2014. The patient felt sick the next day and was in excruciating pain after the fall. A couple of weeks later, the patient fell again because he passed out. Because the patient¿s pain was horrific, he thought there might be a catheter issue. A catheter dye study was done on (B)(6) 2014 and showed there were no leaks. It was stated that when they pulled the medicine out of the body for the dye study it was horrible and made patient realize what a blessing it was to have a pump. The patient¿s whole spine was throbbing and he asked for medication to be put back in and stated it was a harder day for him but was better after the medication was put back in after the dye study. Additional information received reported there were no procedures involved with this event. The pump was infusing dilaudid. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient; product ID 37092, serial# unknown, product type: accessory. (B)(4).